Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer blood glucose level was 200 mg/dl. Customer states reading were in accurate displaying sensor glucose of 65 mg/dl and having blood glucose of 200 mg/dl. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.